Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device qabbtmr0 number, and no non-conformances were identified. (B)(4). Device not returned.attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: was the needle piece removed from the patient during the same procedure? Were there any patients consequences or injury? Event date ?

Event description:
It was reported that a patient underwent an odontology procedure on an unknown date and suture was used. During the procedure, the needle pulled-off the suture. The needle was recovered with forceps and the procedure was completed with another suture. There were no adverse patient consequences reported. No additional information was provided.